Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded atrial fibrillation (af) that does not show up on the strips. The device remains in use and no patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 6935 implantable tachy lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013. (B)(4).